Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving dilaudid (25 mg/ml) via an implantable pump for unknown indications for use. It was reported that a catheter revision was done today; they replaced the catheter and changed from 25 mg/ml to 3 mg/ml dilaudid in the pump. Reviewed information on priming the new catheter and getting rid of the old drug with a system contents removal procedure. Additional information received from the healthcare provider via a company representative reported that the hcp noticed there was an issue during a refill a few weeks prior to (B)(6) 2022, which was why they scheduled the revision. When the pocket was opened and the pump was exposed, the pump was facing downward and the catheter looked twisted. It was determined that the pump was flipping in the pocket and the catheter was also broken. Hcp replaced the catheter and anchored down the pump. Additional information received from the healthcare provider via a company representative repo rted that the patient had also accumulated fluid in their pump pocket. The hcp was unable to read the pump. During the revision both of these issues were addressed.

Manufacturer narrative:
Concomitant medical products: product ID 8784 lot# serial# (B)(4) product type catheter . Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 04-jun-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis identified twisting in the catheter. Analysis identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.